Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the "pump was possibly delivering too much insulin and possibly malfunctioning." Multiple follow up attempts have been made by tandem technical support to obtain additional information regarding the issues, however no response was received from the customer and the alleged root cause could not be confirmed. There was no reported adverse impact to the customer¿s blood glucose level.